Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer subsequently went to the emergency room (ER) with a blood glucose value (bg) of 323 mg/dl and high ketones that a health care provider identified as dangerous. Customer was treated intravenously with fluids of saline and insulin and customer was released 5 hours later with the issue resolve and no permanent damage. Customer reverted to manual injections for insulin therapy.